Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating, the touchscreen was unresponsive and a malfunction alarm (alarm 7) occurred. There was no reported impact to the customer's blood glucose. Tandem technical support assisted customer with resetting the pump.